Event description:
It was reported that the core impaction drill overheated during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences as a result of this event.

Event description:
It was reported that the core impaction drill overheated during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences as a result of this event.

Manufacturer narrative:
The device was repaired and returned to stryker loaner stock.